Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow allegedly due to unopened drainage eye.

Event description:
It was reported that there was no urine flow allegedly due to unopened drainage eye.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation confirmed that the irrigation eye was missing from the returned sample. A review of the manufacturing process is capable of producing this type of defect. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precautions for use (8) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1.precautions for use (exercise caution when using the device in the following patients) (1)exercise caution when using the device in patients with high urinary calcium levels."